Event description:
When staff opened 5mm trocar for procedure and then attempted to place trocar into sheath the valve was obviously broken. The broken trocar sheath (cannula) and trocar was taken off table and placed back into packaging for return for credit.